Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change on an ilet system using a steel 6 mm contact/detach infusion set, the user encountered repeated ¿unable to proceed¿ alerts during the fill tubing step, consistent with a device problem of complete blockage involving the tube component; after guided troubleshooting and full replacement of supplies, therapy was resumed without further alerts. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications-related problem and a complete blockage associated with the tube component during the fill process. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.